Manufacturer narrative:
A non-stryker approved cylinder leaked in the ambulance cot.

Event description:
It was reported in a service report that fluid was leaking from the fowler cylinder. It was noted by the service technician that the cylinder installed on the stryker cot was not stryker approved/provided. No adverse consequence alleged.